Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 1000 mcg/ml at 500 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. An infection at the pocket site was reported requiring replacement of the pump and catheter. The pump was discarded. The patient dropped a hot blow dryer on the pump and burned the skin which led to infection and wound dehiscence. The case started (B)(6) 2019 and finished (B)(6) 2019. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 110 pounds and medical history was asked and ¿would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.